Event description:
It was reported that a pump alarmed for system error 105 during preventive maintenance testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 105. It was determined that the system error was caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb has been replaced.